Manufacturer narrative:
Device analysis report attached. This report is submitted on january 21, 2022.

Manufacturer narrative:
This report is submitted on december 21, 2021.

Event description:
Per the clinic, the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.